Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced left sided numbness and palpitations. The system controller log files reviewed by the manufacturer¿s technical services representative revealed no unusual events; the pump parameters and values were within normal limits. While the problem was being solved, the patient developed gastrointestinal bleeding. An esophagogastroduodenoscopy could not locate the source of bleeding. The patient underwent a blood transfusion and was subsequently discharged from the hospital. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The submitted system controller log files revealed no atypical alarms, and the pump speed remained above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.